Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, while outside the patient, it was noted that the cups would not close. The procedure was completed with another radial jaw 4 large capacity biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; pullwire detached.

Manufacturer narrative:
The exact age of the patient is unknown; however, the patient was over 18 years old. (B)(4) for the evaluation finding of wire detached. A visual examination found that the device returned with one pullwire detached. Two pullwires were sent for material analysis which revealed that the pullwires presented with two curved planes instead of one continuous plane. Additionally, the shape of the z bend for both pullwires was irregular. The unit was not functionally tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint that the cups would not close. However, the evaluation attributed the closure issues to defective pullwire z bends. Therefore, the most probable root cause is manufacturing. An investigation is underway to address broken/detached pullwire issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.